Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump passed basic occlusion test and displacement test. No motor error alarms were noted. Insulin pump was unable to prime unit during prime test due to faulty force sensor. The motor was tested outside the device and passed. Insulin pump received with cracked battery tube threads causing a discoloration. Insulin pump received with minor scratches on lcd window.

Event description:
Customer reported receiving a motor error alarm during a bolus. The blood glucose reading was 160 mg/dl. Customer stated that the insulin pump had not been exposed to a strong magnetic field or MRI. Customer was assisted in clearing the alarm and stated that he was able to rewind the insulin pump. Nothing further was reported.